Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device system was surgically removed/explanted due to an infection located in the device pocket. The patient was hospitalized after the procedure for continued monitoring. Future treatment plans for this patient are to implant a non-boston scientific device at a later date. No additional adverse patient effects were reported.